Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the pressurewire x (pwx),wireless was used without issue. After the device was removed, during handling of the pwx, (outside the patient) after touching the tip without force; the tip separated at the location of the sensor. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed as the sensor jacket was separated from the distal tube. It was noted that the sensor jacket was also kinked to the point of separation (not in two pieces). There were offset tip coils distal to the sensor jacket for a length of 2mm. The micro cable(s) and corewire appeared to be separated 1mm distal to the distal end of the distal tube. The sensor element was separated from the distal portion of the inner sensor chip assembly. There appeared to be adhesive present, distal to the distal tube. The distal end of the distal tube was jaggedly torn for a length of approximately .25mm. The distal tube was kinked approximately 1mm proximal to the distal end of the distal tube. There were multiple bends and kinks sporadically throughout the entire length of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information received and analysis of the returned device, the investigation determined that the reported material separation was due to circumstances of the procedure. It is likely that, after the procedure, the device was inadvertently kinked in the distal window region causing unusual tensile and torsional forces to adversely interact with the adhesive bonding the sensor jacket to the distal tube. Furthermore, during post-procedure handling the sensor jacket was dislodged from the distal tube. Further evidence from tensile stress induced separation was noted during the visual inspection including jagged tearing of the distal tube. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.